Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the aspiration needle broke during a lymph node puncture (lk 7). The catheter was set to the correct length at the beginning of the procedure and during the procedure (without flexure), the needle had difficulty entering the lymph node. After the puncture, the patient bled more than usual. The bleeding was stopped "as normal" and the lymph node was punctured again. After this puncture, the user switched to a t-bronchoscope. A piece of plastic was found stuck in the mucous membrane and removed "without any problems". It left a small wound in the mucosa. Further down a piece of metal was found and removed with a snare. The customer reported the piece of metal and plastic were from the needle. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding the event and approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received and it was reported the plastic piece was removed from the patient with biopsy forceps. No further treatment was required for the small wound in the mucosa. There were no additional measures to stop the bleeding other than suction and cold water, and there was no further bleeding after removal of the plastic piece. The patient was under propofol at the time of the event and there was a 10-15 minute delay in the procedure due to the bleeding and removal of foreign material. The planned procedure was completed.